Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedances high out of range greater than 3000 ohms and shock impedances high out of range greater than 200 ohms. It was suspected that this rv lead had fracture. Subsequently, this rv lead was capped/deactivated and a new lead was placed. No additional adverse patient effects were reported.